Manufacturer narrative:
Additional information was received that the patient was scheduled for pocket revision, however the patient had a triple fusion at the same time. The physician chose to explant the ipg and just leave the patient implanted with the leads due to his preference. The device was working properly. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not able to charge her ipg due to the placement. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was not able to charge her ipg due to the placement. The patient will undergo a pocket revision.